Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced perforation (serious criteria medically significant and clinically significant/intervention required), depression ("depression"), alopecia ("hair loss"), thyroid disorder ("thyroid problems"), weight increased ("weight gain"), pruritus ("itchy skin") and vitamin d decreased ("low vitamin d"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the perforation, depression, alopecia, thyroid disorder, weight increased, pruritus and vitamin d decreased outcome was unknown. The reporter considered perforation, depression, alopecia, thyroid disorder, weight increased, pruritus and vitamin d decreased to be related to essure. Most recent follow-up information incorporated above includes: on(B)(6) 2016: case correction: after company internal review, event "perforation of organs" was considered unanticipated. Company causality comment: this spontaneous, not medically confirmed case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced "perforation of organs" amongst non serious events. There was no further specification of the nature or mechanism of the perforation. Essure was removed surgically. Perforation of organs was considered unanticipated in a conservative approach, since the exact nature of the perforated organ was not described. In the present case the exact date and mechanism of the perforation is unclear. The consumer underwent surgery to remove essure only 6.5 years after insertion, and no abdominal symptoms were reported. Although not specified, it is likely that this perforation had affected the uterus or fallopian tubes and since she had no symptoms, the possibility that other internal bodily structure had been perforated is unlikely. Given the nature of the reported event, a causal relationship with essure cannot be excluded (related). This case was regarded as incident since device removal was required. Technical analysis has been requested. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 29-dec-2016: quality safety evaluation of ptc. Company causality comment: this spontaneous, not medically confirmed case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced "perforation of organs" amongst non serious events. There was no further specification of the nature or mechanism of the perforation. Essure was removed surgically. Perforation of organs was considered unanticipated in a conservative approach, since the exact nature of the perforated organ was not described. In the present case the exact date and mechanism of the perforation is unclear. The consumer underwent surgery to remove essure only 6.5 years after insertion, and no abdominal symptoms were reported. Although not specified, it is likely that this perforation had affected the uterus or fallopian tubes and since she had no symptoms, the possibility that other internal bodily structure had been perforated is unlikely. Given the nature of the reported event, a causal relationship with essure cannot be excluded (related). This case was regarded as incident since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.